Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose was 260 mg/dl. Customer was advised the device needed to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and shifted drive support disk. The insulin pump had cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window, cracked case at the display window corners, cracked display window and a missing end cap sticker.